Event description:
Via notice to file suite, on (B)(6) 2012 an end-user was transporting herself from her automobile to the entrance of a theater over a stone or aggregate walkway containing wooden dividers. As the end-user wheeled herself along the walkway, her wheelchair unexpectedly came to an abrupt stop when the wheelchair reached one of the wooden dividers, causing the end-user to fall forward out of the chair on to the ground. It is being alleged that the end-user sustained severe personal injuries. Due to legal involvement additional information is unavailable at this time. Although this incident occurred on (B)(6)2012 it was not reported to sunrise medical until (B)(6) 2015.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.